Event description:
On (B)(6) 2008 I had breast augmentation surgery and have not been the same since. I have been very ill and diagnosed with several autoimmune diseases such as rheumatoid arthritis, fibromyalgia, addison's disease, hypothyroid. I have had extreme fatigue, cognitive dysfunction, skin rashes and dx of transient acantholytic dermatosis, adhd, anxiety, depression and panic attacks, severe joint path, digestive problems, including ibs and gerd. Neuropathy problems, tingling and numbness of extremities, headaches, swollen lymph nodes, night sweats, hormonal deficiencies, vision problems, food sensitivities, bladder problems, ear problems, and excessive weight gain. Before these implants, I was a healthy, vibrant person that attended the gym at least 5 days a week and was very fit. I have since, spent numerous hours in doctor's offices and hospitals due to these illnesses. Spent thousands of dollars on healthcare and medications just to try to live a decent life. I have lost 8 years of quality life since getting these mentor cohesive gel implants and I know I am not alone! There are thousands of us women with the same/and/or similar health issues and autoimmune illnesses. I never thought that at age (B)(6), I would need a disabled plaque on my car!